Event description:
It was reported: a pt had ultherapy for face and neck using a (B)(6) and after the treatment on that day, the pt had weals with redness and tingling discomfort. Rinderon was prescribed. The pt called the clinic on (B)(6) to tell that the weals were not disappearing. The pt visited the clinic on (B)(6) weals not fully resolved.

Manufacturer narrative:
Ulthera system user manual states: to deliver the next treatment line of energy within the same treatment region, advance the transducer 2 - 3 mm to adjacent tissue... This technique is instructed to eliminate the potential of "stacking" the treatment energy. Improper technique caused event. User retrained to instructions for use.